Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump kept turning off while running on the battery. The event occurred during infusion. There was patient involvement, no patient injury was reported.